Event description:
It was reported that during the implant procedure when the lead was taken out of the package the physician noticed the lead was damaged at the proximal coil. A possible lead fracture was suspected. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.